Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: a review of the pump black box revealed unexplained power interruptions. The battery cap was not available for testing. A test cap was used for testing. The pump powered on with no alarms. The pump was exercised for 24 hours with the test cap with no power issues occurring. The battery compartment was found to be cracked along the side of the pump. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)